Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing a high/low tone from their device and went to the clinic for a device check. The patient was told that there was something wrong with their lead, but no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.